Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that after performing an upgrade on this programmer, it was functioning normal for follow-up appointments, but it began to display an error message, despite switching on and off the programmer. The error number still displays and the programmer is unable to fully boot up. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, a blank screen appeared along with an error, and the printer keys were flashing, the link electronic module (lem) circuit board was defective.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.